Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire and main coil were returned for this complaint. The coil and delivery wire arms were not interlocked, due to the interlocking arm of the coil was detached and it was not returned. The coil was found stretched and kinked. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and it was noted to be kinked. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The coil was stretched near the interlocking arm. The interlocking arm was detached from the coil and it was not returned. Dimensional inspection of the delivery wire and the main coil that could be measured were performed and were within inspection.

Event description:
Reportable based on device analysis completed on 14jun2019. It was reported that the coil could not be pushed. A 10mmx40cm interlock-35 was used in a gastric fundus venous embolism procedure. During procedure, it was noted that the coil could not be pushed after entering the unspecified 5fr catheter and was then removed from the patient's body within the catheter. The procedure was not completed due the issue. No complications reported and the patient is stable. However, device analysis revealed that the interlocking arm of the coil was detached and not returned.